Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 48 first prime pulses, deactivating before the start of second prime. As the pod never deployed, the needle mechanism could not have deployed early. A rotational sensor malfunction was observed in the data. Due to this, a rerun was completed. No abnormalities were observed in the rerun data, the rotational sensor malfunction was not replicated. The investigation could not determine the cause of the rotational sensor malfunction observed in the original data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
It was reported by the patient that the pod's needle deployed early indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward.